Event description:
It was reported that a hole was noted in the patient line of the cassette during dwell one of peritoneal dialysis therapy. The patient was connected to the device at the time of the reported problem. The technical service representative assisted the patient with ending therapy. The patient planned to do a manual exchanged the following morning to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.